Manufacturer narrative:
On 11/14/2019, biosense webster inc. Received additional information indicating the physician¿s concern on the cause of the cardiac tamponade is that it could be due to either power use of 40 watts with ablation catheter or maneuvering the catheter in the right atrium. Correction: it was also noticed that the concomitant products were inadvertently omitted from the 3500a initial medwatch report that was submitted to FDA on (B)(6) 2019. Concomitant med. Products has now been populated with the appropriate information. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot number 30255470l, and no internal actions related to the reported complaint condition were identified. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention) and death. The patient came in for a third afib ablation procedure. Two transseptal punctures were performed, one with an sl0 sheath and one with an agilis steerable sheath. Patient was in sinus rhythm at the beginning of the procedure and tachycardia was induced. Then, left flutter was induced for mapping with the pentaray catheter. Alcoholization of the vein of marshall had been started but dissection of the vein of marshall occurred due to ¿too strong¿ iodine injection. No complication appeared following this event. Mitral isthmus had been blocked. No ablation was performed in the left atrium. Induction was attempted again. Patient went into atrial fibrillation and it was decided to go in the right atrium to ablate cavo-tricuspid isthmus. Numerous ablations had been made with maximum force 22g and 450 ablation index score. When the physician was ablating cavo-tricuspid isthmus with the thermocool® smart touch® sf bi-directional navigation catheter at 40 watts and 15ml irrigation, the patients blood pressure and oxygen saturation decreased. Echocardiogram was performed which discovered a pericardial effusion. Protamine was given to reverse heparin. The procedure was stopped and a pericardiocentesis was performed and a drain installed. 2l of blood was removed within 20 minutes, however the bleeding did not stop. The patient was then sent for open chest surgery to close the wound that the surgeon found a wound between right atrium and right ventricle, however, bleeding still did not stop. Patient died due to excessive bleeding. No steam pops were detected. Physician¿s opinion on the cause of the event it that it was procedure related. Graph, dashboard, vector and visitag visualization features were used during the procedure. Visitag parameters used: range 2.5 mm, time 3 sec, force 5g, force over time 25%, tag size 3 and ablation index color option. No bwi device deficiencies nor workflow deviations were identified that could account for this event.